Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the leakage was confirmed. However, a definitive root cause could not be established at this time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: leakage from the bending section rubber, the bending angulations was out of standard values, the universal cord and ultrasound cord were wrinkled, and the insertion tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a leak at the distal end. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found a deep cut in the pink probe coating which reached the glue layers. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.